Event description:
The customer reported that the ventilator went vent inop due to a 12 volt supply failure. There was no report of patient harm. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The product support engineer (pse) recommend to the customer replacement of the power management board per the service manual. The pse provided part number and price of the power management to the customer. The biomedical engineer stated that he replaced the power management board and the issue was corrected. The unit is now back in service.